Event description:
Account has been experiencing intermittent discrepant sodium results since may. They gave the following patient results as examples (sample #, date, initial/repeat meq/l): sample 1, 8/27-124/130, sample 2, 8/27-133/140, sample 3, 8/28-127/133, sample 4, 8/31-124/130, sample 5, 9/4-129/136, sample 6, 9/5-134/140. The incorrect results were not reported. The field service rep was unable to determine a cause for the discrepant results.